Event description:
It was reported that intermittent air bubbles were observed in the canister. Customer performed a supply change to address the issue. There was no reported adverse impact to the customer's blood glucose level.